Event description:
The customer reported " touchscreen has delayed response". There was no reported adverse impact to the customer. Patient declined follow-up from support, and no additional actions or outcomes were reported.